Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the blurry screen was not observed while servicing the device. The km responder reported that the service engineer (se) suspected that the fluctuating issue was probably a part of the navigation ring issue. The se reported that the front bezel with navigation ring was replaced and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's setting screen was blurry. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation is ongoing